Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found deposit on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2; -10.0/4.0/090 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. The patient experienced refractive surprise. On (B)(6) 2021 the lens was exchanged with a same length and model lens but different sphere/axis and this resolved the problem. The cause of the event was reported as unknown.